Event description:
Complainant alleged that during a routine 30 joule test, the clinician discharged the energy once at 30 joules, however the summary printout indicated that the device discharged energy fifty-one times at 30 joules. Complainant indicated that there was no pt involvement in the reported malfunction.